Manufacturer narrative:
As no further information is expected, our investigation is complete. If further information becomes available, this report will be updated at that time.

Event description:
It was reported that this pacemaker exhibited oversensing in which the minute ventilation feature was disabled. Technical services recommended bringing in the patient and programming the minute ventilation feature back on. No adverse patient effects were reported.